Event description:
A clinical engineer reported that a surgeon explanted an intraocular lens (iol) due to a inferior haptic that was broken off. He stated that the lens was centered within the bag, but freely mobile. The iris was retracted during the procedure and the haptic was visible. In a follow-up, the surgeon reported that during surgery, before iol implantation, he noticed a tear in the capsule and used a lens that was not made to be pushed through with the delivery system he was using. Postoperatively, he reported that the pt saw a "shadow in vision". The surgeon also reported that the pt was seen by another ophthalmologist who noted that the lens was decentered; and by a retinal specialist who diagnosed epiretinal membrane (erm). The surgeon reported that when he examined the pt on (B) (6) 2010, vision was 20/25 with a decentered lens. The surgeon stated he tried spin the lens back in place, but noticed that the inferior haptic was missing. He removed the haptic and exchanged the iol for the same model. The surgeon stated the event was due to the use of the delivery system that is unapproved for the lens he used. He reported that there was "some manipulation to the fragile haptic during insertion and may be crimped; therefore, causing a weak area in the haptic". The surgeon reported the pt as "doing well" since the exchange. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 02/09/2010 and 02/26/2010 by phone, fax, and mail. Add'l info was obtained by phone on 03/03/2010. A completed questionnaire has not been received. (B) (4)